Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a button error. The customer's blood glucose level was unknown. The customer reported that the alarm did not clear via escape act. They reported that they had attempted many times but, could not get pass the message. The insulin pump will not be returned for analysis.